Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of the cartridge septum was observed in the syringe. Customer continued to use cartridge. Customer's blood glucose was 120-130 mg/dl.